Event description:
The customer reported the panorama central station had communication drop outs, which may have resulted in a loss of ambulatory telepack monitoring. No patient injury was reported.

Manufacturer narrative:
No additional reports of the issue have been reported by the customer.